Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr (B)(6) claimants secure record received. The complaint description is for translation. This complaint description shall be updated as soon the translation is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
English translation of italian legal document received. This is a case involving asr implants. It was claimed that during the postoperative period after joint replacement surgery and after complying with the prescribed rehabilitation program, the plaintiff immediately experienced and exhibited severe pain and functional impotence of the left hip leading to the patient not being able to walk on her own and forced to rely constantly on a cane. Various lab results taken show increasing cobalt levels. It is further indicated that the patient was suffering from penalizing limitation in the performance of any activity involving motor skills, sleep disorders, depression and metallosis. Physical examination on (B)(6) 2017 indicated limited left joint motion. Further claims include locoregional tenderness in the periprosthetic site, minimal motor and functional clumsiness, discomfort in the absence of systemic events and wear and tear of the asr prosthesis which resulted to the increased blood cobalt levels. Doi: (B)(6) 2006 - dor: not revised (left hip).